Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons required hard presses to elicit a response. The reporter noted that the up arrow and down arrow buttons were torn, and that the contrast button was missing. It was indicated that the tactile issues had occurred first. There is no reported evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was torn from the ok button extending to the up arrow button. The button contacts were exposed. On testing, all the keypad buttons had intermittent and delayed response and required increased force to evoke a response. The audio bolus button cover and plug were detached with the internal contact exposed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.